Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks post implant procedure in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076187.

Event description:
It was reported that the patients leads had migrated from the cervical spine to the thoracic region. As a result, the patient experienced a loss of stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads will not be returned.